Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer switched charging supplies, after which pump began charging again, and no further assistance was required from technical support.